Event description:
The following has been reported: biomed reported pump that he can't set up an infusion, initialization is not right at boot up and there are failures in the logs. An initial review of the device logs reveals the following: processor hardware failure (flow core) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Manufacturer narrative:
The same device was reported in MDR# 3014732157-2024-00099 for a different issue.

Event description:
The complaint was flagged for a processor hardware failure (flow core) issue. To confirm the failure, log files were pulled form the pump so that they could be examined. Investigation of the log files were able to confirm that the pump did experience a processor hardware failure. The main pcba will be replaced, and all functional testing will be performed to ensure functionality of the pump. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.